Event description:
The reporter claimed the patient was hospitalized with elevated blood glucose after obtaining several system alarms the day before. The reporter could not provide any more information during troubleshooting. The alleged product issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. This complaint is being reported because the patient reportedly received medical intervention for high blood glucose after the animas pump alerted them of an issue. There are evidence suggestive of user error involved with the event as the alarm warns the patient of the issue prior to the reported medical intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump was received, investigated, and dispositioned related to another complaint on (B)(4)2012. The pump serial number was updated in this complaint file on (B)(6) 2015; therefore, the following findings are results of the original investigation:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The available total daily dose values added up to accurately reflect the programmed basal rates. The rewind, load, and prime steps were completed successfully with no inaccuracies, errors, alarms, or warnings observed. The pump was exercised for 24 hours with a 1 unit/hour basal setting, and the pump accurately delivered according to the program. The complaint was not duplicated. No battery or cartridge cap was returned with the pump; test caps were used to complete investigations. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.